Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the difficulty in pressing the buttons. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump had a low battery alarm and low reservoir alarm when it often changed. The device will not return for the analysis.